Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead was included in that field action.  Based on the information received and without the return of the product, it could not determine this lead performed as described in the field action. Concomitant product: 4076-45, lead, implanted: (B)(6) 2006. (B)(4).

Event description:
The patient reported that they had a ¿broken wire¿ and that a lead replacement was scheduled. The lead currently remains in use. No patient complications have been reported as a result of this event.